Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received blank display. Customer's blood glucose value was 331 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All operating currents are within specification. No unexpected blank display noted. Device functioned properly. Device received with cracked case(battery tube) and cracked battery tube threads. (B)(4).